Manufacturer narrative:
Follow-up #1 date of submission 09/17/2015-device evaluation:the pump has been returned and evaluated by product analysis on 09/01/2015 with the following findings: during the investigation, the original complaint was unable to be duplicated. The keypad was fully intact and all the keys responded fully to user presses. The keypad cover was removed and there was no contamination found under the key contacts. There were no button contact defects observed. The pump cover was removed and there was no evidence of internal moisture or damage observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad was thinning and that the keypad buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.